Manufacturer narrative:
B3- date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection was present at the lead insertion site and ipg site. The patient was prescribed oral antibiotics. Additionally, surgical intervention was undertaken on 02apr2024 wherein the entire system was explanted to address the issue.